Event description:
The user facility reported that during an unspecified procedure a portion of a cleaning brush reportedly dislodged from the colonoscope and fell inside the patient. The cleaning brush was removed from the patient using an unknown device. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report. It was reported that the physicians who exclusively uses this colonoscope would sometimes brush the channels while the device is used inside the patient if the channels became blocked. The facility reported that the channels of the colonoscope had not been brushed on the procedure in which the brush was said to have fallen out, or on the previous procedure. The staff reported that the shaft on the brush was approximately 6 inches long. The device referenced in this report was returned to olympus for evaluation. During the evaluation of the device, the suction channel and instrument channel were examined and there were no signs of foreign objects. The instrument channel was examined and noted the presence of minor kinks and tear marks on the channel wall at the bending section. However, the device was confirmed to pass leak testing. The tear marks on the instrument channel wall were determined to be due to physical damage from an unknown object. In addition, there were other minor findings on the device that was not directly related to the report. An endoscope service specialist has been dispatched to the facility to access the processing practices at the facility. The exact cause of the user's experience could not be conclusively determined, but user handling and improper reprocessing could not be ruled out as contributory factors to the reported event. This report is being submitted as an MDR in an abundance of caution.